Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages, damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the cable pulled out of strain relief in ECG a with all wires severed. The root cause for the strained cable was unable to be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that a patient reported a damaged electrode belt and was experiencing add gel/replace belt messages.